Event description:
My machine was recalled in june. After stopping use my headaches, constant morning cough, sinus issues, dizziness stopped. However I am having issues from sleep apnea as I cannot use the machine due to off gassing since I am highly sensitive to chemicals it is essential not to use it on the other hand, it is medically necessary to use it. Philips respironics has not communicated anything to patients. They blame the FDA for the hold up due to approval is necessary for said "plan". To replace the machine that I use will cost (B)(6) which being on social security I do not have. Medicare will not replace the machine despite the recall nor with the provider. Something must be done, 4 million people are affected and this is very stressful for us. FDA safety report ID # (B)(4).